Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, when the doctor puts the 14-diameter punch on the needle, it splits and there is no residue in the patient, it broke, there was no discomfort, the specialist did not delay the surgery and the surgery was successfully achieved since another punch that comes in the equipment was used. The patient was unaffected; there was no additional time required, no fragments left inside the patient, and no burns¿the surgery was a complete success.